Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for 3 patient samples on a cobas c 503 analytical unit. The customer was prompted to repeat the samples as the auto repeat results did not match the initial results. Sample 1 had an initial result of <12 mg/dl accompanied by a flag indicating the value is below the linearity/measuring range of the assay. The sample was auto repeated and the result was 34.5 mg/dl. The sample was repeated a second time and the result was <12 mg/dl accompanied by a flag indicating the value is below the linearity/measuring range of the assay. Sample 2 had an initial result of 2.1 mg/dl accompanied by a flag indicating the value is below the linearity/measuring range of the assay. The sample was auto repeated and the result was 14.8 mg/dl. The sample was repeated a two more times and the results were 9.36 mg/dl and 2.51 mg/dl, both accompanied by a flag indicating the value is below the linearity/measuring range of the assay. Sample 3 had an initial result of 6.04 mg/dl accompanied by a flag indicating the value is below the linearity/measuring range of the assay. The sample was auto repeated and the result was 14.1 mg/dl. The sample was repeated a two more times and the results were 7.63 mg/dl and 6.63 mg/dl, both accompanied by a flag indicating the value is below the linearity/measuring range of the assay.

Manufacturer narrative:
The reagent lot number is 88390601 and the expiration date is 28-feb-2027. The calibration recovery data showed intermittent failures. The qc recovery data provided was within specification. The alarm trace showed abnormal sample probe aspiration and sample short errors. The field service engineer (fse) found that the rinse mechanism was misadjusted and residue on the probe. The fse adjusted the sample probe wash station water level, adjusted the rinse mechanism water levels, and cleaned the probe. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.